Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's system was infected at the burr hole and ipg pocket sites. Surgical intervention was undertaken wherein the entire system explanted. Patient was prescribed antibiotics to address the infection.

Manufacturer narrative:
A patient's system was infected at the burr hole and ipg pocket sites was reported to abbott. Surgical intervention was undertaken wherein the entire system explanted. Patient was prescribed antibiotics to address the infection. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.